Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the shock test failed. There was no patient involvement.

Manufacturer narrative:
Available details indicate that the device's shock test failed and the customer was advised to check the handle and treatment board. Because the customer declined repairs, there was no repair completed. The device was not available for additional investigation. Based on the information available, the reported problem was observed but the cause could not be confirmed. The device was not available for additional investigation. Based on the information available, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer declined repairs. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.